Manufacturer narrative:
No product was returned for investigation. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The customer questioned inr results on coaguchek xs meter serial number (B)(4). The customer initially tested on the meter with a result of 7.3 inr. The customer retested using the same finger 12 minutes later and the result was 4.9 inr. The customer reported these results to her physician and her coumadin does was increased. The customer's therapeutic range is 2 - 2.5 inr. No adverse event occurred. The customer is in stable condition. The customer stated the test strip may have been out of the vial for longer than 10 minutes. The meter has not been cleaned. The customer is not anemic or polycythemic. The customer is not on heparin or other direct thrombin inhibitors. The customer does not have antiphospholipid antibodies. The customer has been ill recently with headaches, nausea, chest pains and shortness of breath. The customer recently started taking anastrozole. The customer's coumadin dose has increased steadily since (B)(6) 2018. The customer has not had any diet changes and has not experienced any bleeding or bruising requiring treatment. The meter and test strips were requested for investigation. Relevant retention test strips (lot 286319) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.